Event description:
During a routine device exchange, oversensing resulting in pacing inhibition was observed on the device. The device was successfully explanted and replaced to resolve this event. The patient was stable with no consequences.

Manufacturer narrative:
Reported events of over-sensing and no lv output were not confirmed. The device was above eri level upon receipt. Analysis performed did not show any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.